Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a portion of the touchscreen where the "back" button is became unresponsive. Multiple attempts to follow up with the customer on the reported issue were made. No response from the customer was received. There was no reported impact to the customer's blood glucose level.